Manufacturer narrative:
Model-reservoir null; lot sn- null; mfg date-null; exp date: null.

Event description:
It was reported that the patient experienced an infection at the pump site. In the original surgery, the doctor had attempted a repair and left the implant in place. Months later, the entire device was removed. The patient returned to get all components implanted again. The patient status was reported to be good. Further information has been requested and a supplemental report will be submitted should additional information become available.